Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral dissection, bleeding, rupture).

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat abdominal aortic, and right common and internal iliac artery aneurysms. During the procedure, a final procedural angiograph reportedly revealed a ruptured left common iliac artery distal to the contralateral leg component (plc231000j/16185483). It was reported that excessive inflation of a non-gore manufactured balloon catheter likely caused the rupture during ballooning of the contralateral limb. According to the report, the aorta was occluded temporarily below the renal arteries to prevent bleeding, and an additional stent graft was extended to the left external iliac artery covering the rupture. The left internal iliac artery was occluded with an amplatzer vascular plug ii. The procedure was completed without any further reported issues. The patient tolerated the procedure.